Event description:
Repair request initiated for device with the report of stuck saw. No patient impact reported. Repair escalated to product event on evaluation due to dissecting tool breakage. On follow-up it was reported that there was no patient impact and there were no fragments left inside the patient.

Manufacturer narrative:
H3: product analysis of pss unknown tool: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Product analysis of attachment mr8-af02: evaluation determined that the tool got stuck inside the attachment. The likely cause of failure is identified as worn distal bearings. It was also noted that the leg is scratch/damage, the laser markings are illegible, the color band has lost its correct color tone. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-af02, serial/lot #: (B)(6), UDI#: (B)(6 )medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.